Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The DHR lot review of possible lot numbers 14324689, 14237151 and 14324694 was performed and no anomalies, nonconformances or discrepancies were found related to reported complaint. 14324689 - MFR dt: 03/18/2025, exp dt: 02/01/2030 14237151 - MFR dt: 01/06/2025, exp dt: 12/01/2029 14324694 - MFR dt: 03/14/2025, exp dt: 02/01/2030 updated information in d9, d2a, d2b and g4.

Event description:
Event occurred regarding the product spinning spiros where it was reported that they had a leakage of epirubicin with a spinning spiros attached to a luer lock syringe. The device appeared to be connected properly and was locked onto the syringe, but there was leakage from the join between the syringe and the device. Patient involvement is unknown.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.